Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness and frequent urination. A patient reported they were not able to get a reading at all on meter.their meter allegedly would not power on. Not able to get a reading at all. Customer was not able to take the customer's medication since meter didn't work. No further info has been reported.